Manufacturer narrative:
Date sent: 12/9/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, after the device was closed, the surgeon attempted to reopen in order to reposition it, but it would not open. The surgeon could not get the jaws to open, so the device was fired in that position and it worked fine. The device was loaded with a gold cartridge and no buttressing material was being used. There was no adverse consequence to the patient.